Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2009 pt. ¿presents today for follow up examination. She is not doing well. Her alignment seems to be getting worse and her pain seems to be getting worse.¿ on (B)(6)2009 chest x-ray shows ¿there is spinal fusion hardware throughout the thoracic and lumbar spine. The hardware appears intact and stable when compared to the prior study. The central airway is normal. The cardiac silhouette is normal in size and configuration. The lungs are clear.¿ on (B)(6) 2009 pt underwent surgery for fusion mass exploration with hardware removal, posterior spinal fusion t11 to s1 with instrumentation, plif l5-s1 with spacer, pedicle subtraction osteotomy/kyphectomy l4, decompressive laminectomy, partial facetectomy, as well as bilateral foraminotomies at l3, l4, and l5. On (B)(6) 2010 pt presents for follow-up evaluation. ¿unfortunately, she just simply leaned forward recently and felt a pop in her back. Ever since, she has had pretty severe back pain.¿ ¿x-rays reveal her to have hardware failure. At the l3-4 zone, she has got a fractured rod with obvious nonunion at that particular area right at the pedicle subtraction osteotomy.¿ on (B)(6) 2010 pt presented to the ER with pain in the lower back. ¿she felt another pop and now has severe lower back pain.¿ x-rays show¿bilateral fracture of longitudinal rods at approximately the level of l4.¿ on (B)(6) 2010 pt. Underwent surgery for posterior spinal fusion l1-s1 with segmental instrumentation, local bone autograft allograft chip application, fusion mass exploration and hardware removal. On (B)(6) 2010 pt underwent surgery for anterior spinal fusion l2-l3, l3-l4 with interbody spacer l2-3, l3-4, local bone autograft allograft chip application. On (B)(6) 2010 pt presents for follow-up. ¿her x-rays show good alignment and good healing.¿ on (B)(6) 2010 pt presents to physical therapy initial evaluation. Pt reports ¿she has been having leg spasms since the surgery.¿ pt. Underwent physical therapy from (B)(6) 2010. On (B)(6) 2010 pt presented to the ER with pain in the lower back after sustaining trauma to the lower back. Films showed no changes or fracture. On (B)(6) 2010 pt presents for follow-up examination. ¿she has got still some muscle spasms where she cannot get comfortable but I do not think she has true radicular pain, just back spasms.¿ ¿she has got still some muscle spasms where she cannot get comfortable but I do not think she has true radicular pain, just back spasms.¿ on (B)(6) 2010 pt presents to physical therapy initial evaluation with ¿complaints of pain from between the spine and r scapula that radiates to the lower back. Patient reports tingling in the r lower extremity.¿ on (B)(6) 2010 ¿she presents today for follow-up examination. She is really not doing very well. She is having really severe pain over her back area, lumbar, off the s1 joint region.¿ on (B)(6) 2010 lumbar MRI shows ¿since the previous study of (B)(6) 2008 there has been extension of posterior fusion to the level of s1, and removal of pedicle screws at t12 and l3. Discectomy with placement of interbody grafts at l2-3, l3-4, and ls-s1, new since the previous study. Chronic posterior wedging of the l3 vertebral body and poor definition of the left l3 pedicle, new since the previous study, likely related to old fracture and previous hardware. An associated increased lordosis centered at l3. Mild improvement of levoscoliosis since the previous study. No neural displacement or encroachment, and no central canal stenosis.¿ on (B)(6) 2010 pt ¿presents today for follow-up examination. I tried an s1 joint injection. That was not effective at all. She is still having significant pain debilitating to her.¿ on (B)(6) 2010 CT ¿impression: fairly extensive postoperative changes as described above. Note is made that the anterior aspect of the transpedicular screws at the level of s1 protrude anterior to the sacrum ,greater on the right than the left.¿ on (B)(6) 2010 MRI of dorsal spine shows ¿post-operative change as described above without evidence of abnormal mass, fluid collection or enhancement.¿ on (B)(6) 2011 pt began series of acupuncture treatments. Pt complains of ¿continuous sharp, shooting, throbbing and tingling discomfort in the low back.¿ on (B)(6) 2011 CT ¿impression: extensive post-surgical changes following posterior fusion of at least t10 through s1 with interbody fusion at multiple levels. There is no evidence of central spinal canal or foraminal stenosis. No abnormal enhancement is noted.¿